Event description:
The reporter stated the surgeon inserted an (B)(4) three piece silicone lens. Lens was removed due to torn haptic. The surgeon cut the lens to remove from the eye. No pt injury. Another same model and size lens was implanted. The reporter stated this incident was due to loading error by tech.

Manufacturer narrative:
(B)(4): eval: results: a visual inspection of the returned product found the optic is cut in half. Pieces of optic and a haptic are torn off and missing. There was evidence of dark residue on lens surface. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).